Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration (date not reported). Additional information was requested but not made available as of the date of this report.